Event description:
A penumbra sales representative was demonstrating how a penumbra aspiration canister lid snaps on to a canister and the canister lid broke.

Manufacturer narrative:
Conclusion: see summary report for evaluation of cracked canister lids by (B)(4). This information has been conveyed to the manufacturer of the pump canister. Although the root cause of the problem cannot be definitively confirmed because the product was not returned for evaluation, the canister is within a lot manufactured with the material specified in the evaluation by (B)(4) and the complaint described a similar failure mode to that identified in other reports of cracked canister lids. Overall comparison of samples indicates that failures appear to be linked to oxidation and thermal degradation. Other possible weaknesses may be linked to pigment (tio2) content, variations in the distribution of the pigment, and changes in morphology or "crystallinity." Samples identified as being brittle and that had mechanically failed showed high levels of oxidation products. Two samples were evaluated that had different appearances; either design differences or material differences (translucent, no filler) and these did not exhibit embrittlement and were confirmed to be of a different composition.